Event description:
Allegedly the component was removed during revision surgery of another component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00253, 00254. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no device failure. Product not returned. Complaint history reviewed. Device history record reviewed. Evidence that product in spec when used. Use of device could not be determined.

Event description:
Allegedly the component was removed during revision surgery of another component.